Event description:
It was reported that surgery performed in 2002. Patient now presenting with pain. X-rays show lucent lines around the stem. (Metal allergy to implants). Revision hip performed. Cup was solid and difficult to retrieve. Stem was loose. Tissue samples taken and implants sent to company. Please note implants were damaged trying to remove.

Manufacturer narrative:
This report will be amended when our investigation is complete.